Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer did not provide cgm blood glucose (bg), nor meter bg readings. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the basal suspension, customer's blood glucose (bg) level rose to 560mg/dl. Bg was addressed via a correction bolus. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.